Event description:
Blade broke and fell inside patient.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2023, a blade broke and fell off inside the patient. It was reported that they had to "open the patients shoulder" to retrieve the piece. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.